Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a vessel below the knee. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilatation; however, during inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. No patient complications nor injuries were reported.